Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation, however photo was provided for review. Review of the provided photograph revealed that the edges of the holes in trial are chipped off and device shows signs of scratches. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code ((B)(6) 2011) provided is not a valid finished goods lot#.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contrt. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes australia reports an event as follows: during a loan kit inspection it was discovered that the plastic holes in the trial 44 show gouges and are shredded from drill bits. No further information available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿44 - middle of sizer guide as been drilled to widen. 48 - sizer guide has broken off. Trial 44 - all plastic holes show gouges and are shredded from drill bit". The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that apg+ trial 44 has broken from one of the pegs. Additionally, deep scratches and gouges can be observed on the on the articulating surface and around the holes. The observed damage of the trial can be attributed to a combination of heavy use and unintended use error due to forceful prying during disassembly after trialing and/or coming in contact with other tools and hard edges. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the apg+ trial 44 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) were not performed, since the provided date code (pg0111) is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation, however photo was provided for review. Review of the provided photograph revealed that the edges of the holes in trial are chipped off and device shows signs of scratches. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.